Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed a chip in one of the smaller posts and the corresponding balseal spring was deformed. The remaining three posts showed minor chipping, but springs were still attached. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the spring was damaged on the spacer block and needs to be replaced. The post that houses the spring was also damaged. All pieces were retrieved. No surgical delay.